Manufacturer narrative:
Follow-up received on 02-sep-2016: quality-safety evaluation of ptc was received. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 457 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report, received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and during essure control position by echography , it was seen perforation and migration. Then, 5 years after insertion, essure was removed as well as two fallopian tubes and she recovered. This event, seen as fallopian tube perforation, is listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case, the exact date and circumstances of this event were not informed, given its nature per se, causal relationship between reported event and essure use cannot be excluded. Since an intervention was required for essure removal, this case is regarded as incident. Other non-serious events were reported. According to technical results, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 23-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was inserted. Medical history includes hay fever. In an unspecified date the consumer experienced, increase or heavy blood loss during menstruation, bladder infection, problems urinating, pain during coitus, abdomen pain, depressive feelings, loss of libido, tiredness, and hair problems. Consumer had an essure control position by echography which showed perforation and migration. On (B)(6) 2016 essure was removed as well as two fallopian tubes and she recovered. Company causality comment:this case report, received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and during essure control position by echography , it was seen perforation and migration. Then, 5 years after insertion, essure was removed as well as two fallopian tubes and she recovered. This event, seen as fallopian tube perforation, is listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure use. Although in this case, the exact date and circumstances of this event were not informed, given its nature per se, causal relationship between reported event and essure use cannot be excluded. Since an intervention was required for essure removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis is being sought no further information can be obtained.